Manufacturer narrative:
Updated data: d. Suspect medical device: expiration date, serial #, full UDI # h4. Device mfg date corrected data: d3. Suspect medical device: MFR name, street, city, region, country, postal code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance.

Manufacturer narrative:
Updated data: b2, b5, h1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 week following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance. Additional information was received that approximately 6 months following the implant of this valve, the patient died due to heart failure and aspiration. Per the physician, there was no causal relationship between the death and valve or implant procedure.

Event description:
Additional information was received that per the physician, the valve did not contribute to the aspiration.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 week following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.